Manufacturer narrative:
(B)(4). Method: the complaint iw930 cosycot infant warmer was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the head of an iw930 cosycot infant warmer cracked as a result of an environmental disaster. Conclusion: the cause of the reported damage was due to environmental conditions out of human control. We also note that the complaint device is more than 17 years old. The customer elected to repair the unit themselves and the necessary spare parts have been provided.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that the head of an iw930 cosycot infant warmer was cracked as a result of an environmental disaster. There was no patient consequence.